Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hosptial policy. A6: race:requested, not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: buyer. H4: manufacture date: unknown due to unknown lot number. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There are no damage or deformities on the band or inflator. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The operations quality engineer was notified about this issue and a nonconformance report (nc) was initiated. The nonconformance report will contain root cause analysis and corrective actions. Review of the device history record (DHR) could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that after the patient transferred to floor, the tr band was noted to have zero air left. There were no patient issues, hemostasis was already achieved. The procedure being performed prior to the use of the tr band was a heart catheterization. Additional information was received on 27jun2024: 18 mls was recorded initially when inflated. There was no damage visible on the subject band and the patient's condition was fine. The issue was that there was no air left in the tr band after the patient arrived.